Event description:
It was reported that the customer had a threshold suspend alarm. Customer states that she had discrepancy between her sensor glucose 68 mg/dl and blood glucose 268 mg/dl. Customer states they treated a low with glucose tabs. Troubleshooting was performed, and advised on proper calibration. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.